Event description:
Information was received from a physician regarding a (B)(6), female patient who was receiving bupivacaine (5mg/ml, 0.5mg/day) and unknown morphine (5mg/ml, 0.5mg/day) in an implantable pump for spinal pain. On an unknown date in (B)(6) 2016, the patient experienced sudden withdrawal and wanted the pump removed because it was not working. The symptoms included sweating, chills and anxiety. It was noted ¿this patient was a very successful pump.¿ the patient went to the emergency room (ER) and was given oral and intravenous (IV) narcotics and clonidine because her blood pressure was up. None of the physicians there wanted to touch the pump due to liability issues. It was noted the patient has other psychological issues. The patient¿s physician did not believe the symptoms were related to the pump. The patient had no pain for 3 days but then the pain was starting to show up. The patient was taking oral narco, but it was not helping. The physician was thinking of programming the pump to minimum rate mode for a while since he did not want to explant the pump. The patient was told in the ER that the pump wasn¿t working but did not check the pump, mention any alarms or notify the company representative. The physician was to meet with the patient on (B)(6) 2016 to check the pump and catheter. On (B)(6) 2016, it was reported the patient had been to the ER twice and was now in the hospital with withdrawal symptoms. The physician wanted a local company representative there to assist with troubleshooting and diagnostics. The physician programmed the pump to minimum rate mode. He then accessed the reservoir and was only able to aspirate 0.25ml when the expected reservoir volume was 9.8ml. There had been no volume discrepancies in the past. The physician decided to refill the pump with preservative free normal saline (pfns). The patient wanted the pump removed even though, up to that point, the pump had really helped the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-29, information was received from a physician regarding a (B)(6), female patient who was receiving bupivacaine 1mg/ml at ¿20 mg/ml¿ and morphine 1mg/ml at ¿20 mg/ml¿ via an implantable pump for spinal pain. On an unknown date in (B)(6) 2016, the patient experienced sudden withdrawal and wanted the pump removed because it was not working. The symptoms included sweating, chills and anxiety. It was noted ¿this patient was a very successful pump.¿ the patient went to the emergency room (ER) and was given oral and intravenous (IV) narcotics and clonidine because her blood pressure was up. None of the physicians there wanted to touch the pump due to liability issues. It was noted the patient has other psychological issues. The patient¿s physician did not believe the symptoms were related to the pump. The patient had no pain for 3 days but then the pain was starting to show up. The patient was taking oral narco, but it was not helping. The physician was thinking of programming the pump to minimum rate mode for a while since he did not want to explant the pump. The patient was told in the ER that the pump wasn¿t working but did not check the pump, mention any alarms or notify the company representative. The physician was to meet with the patient on (B)(6) 2016 to check the pump and catheter. On 2016-04-30, it was reported the patient had been to the ER twice and was now in the hospital with withdrawal symptoms. The physician wanted a local company representative there to assist with troubleshooting and diagnostics. The physician programmed the pump to minimum rate mode. He then accessed the reservoir and was only able to aspirate 0.25ml when the expected reservoir volume was 9.8ml. There had been no volume discrepancies in the past. The physician decided to refill the pump with morphine 5mg/ml at 0.5mg/day and bupivicaine 5mg/ml at 0.5 mg/day. The patient wanted the pump removed even though up to that point the pump had really helped the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.